Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead appeared to be in the right atrial (ra) based on x-ray. Further, this lead was explanted due to loose connection and dislodgement. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead appeared to be in the right atrial (ra) based on x-ray. Further, this lead was explanted due to loose connection and dislodgement. No additional adverse patient effects were reported. Additional information indicated that there was no header connection issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The allegation dislodgement was not confirmed as evidence from the field and product analysis were insufficient to verify allegation. Moreover, the no problem detected was based on the analysis of the returned product. There were no found evidence of lead defect, malfunction or damage outside the bounds of normal medical use. This supplemental is being filed to correct the h6:device codes.